Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra2 meter was reading inaccurately erratic. On (B)(6) 2012 the medical surveillance specialist (mss) spoke with the patient to obtain and verify information the patient claimed the alleged issue began in (B)(6) 2011, exact date/time not specified. The patient reported blood glucose results of "135 and 124 mg/dl" with the subject meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within the expected value of <=20% and/ or <=20 mg/dl. The patient advised the mss that he manages his diabetes with metformin pills 2x daily and another oral medication, name unknown and reported he had not taken his medications yet at the time of the alleged issue. He claimed approximately 30 minutes later, he developed symptoms of "tiredness and thirst" and self treated with his metformin pill at the onset of the symptoms. The patient stated he went to see his doctor on (B)(6) 2011 for a routine appointment and got his prescription for his medications refilled. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct, and the results obtained were from the same approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.